Event description:
A caregiver of a peritoneal dialysis (pd) patient contacted fresenius technical support to report the liberty select cycler screen went blank during an unknown phase of treatment. The fresenius technical support representative issued a replacement cycler and advised the caregiver to discontinue using the machine. The caregiver placed a call back in 8012906209 to report being unable to remove the cassette or open the cassette door. According to the customer, they were advised to wait eight hours to remove the cassette. However, the screen was still blank and the cassette could not be removed from the cycler. Technical support advised the caregiver not to worry about the cassette being stuck in the door, and stated that cycler could still be packed up like that. The caregiver then expressed concern about fluid in the tubing. Technical support advised to clamp all the lines, but the customer declined to follow any of the suggestions. A supervisor follow up email was issued per customer request. There was no patient harm or adverse event, and no medical intervention was required. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There was no visual indication of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed and the display became fully operational. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. The mushroom head check passed. After replacing the inverter board, a simulated treatment pre-accelerated stress test (15 minute)-test treatment passed. There were no difficulties removing the cassette at the completion of the treatment test. No fluid leaks in the test cassette during the treatment test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.